Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the cable was faulty. Therefore, it was likely that the image function did not operate normally due to the failure of the cable, and the phenomenon ¿the image does not appear, only the color bar is displayed¿ occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the 4k autoclavable camera head color bar screen fails to disappear when plugged in. The event occurred during preparation for use, prior to a therapeutic laparoscopic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.